Event description:
It was reported that a user of the ilet experienced a rollercoaster blood glucose fluctuation with hyperglycemia followed by hypoglycemia while using an inset infusion set, with no signs of site failure, and the event was attributed to a missed meal announcement and subsequent ¿less than meal¿ announcement during a downward glucose trend; oral glucose tablets and glucagon were used to treat the low. Symptoms included hyperglycemia and hypoglycemia with associated hot flashes/flushes, confusion/disorientation, and sleepiness/drowsiness. Outcomes included an unexpected medical intervention with medication and a minor illness/impairment; no hospitalization occurred. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with the user interface as the involved device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.